Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited oversensing of noisy signals. The oversensing caused pacing inhibition of greater than three seconds on the right ventricular (rv) channel. Technical services (ts) suspected the noise was caused by electromagnetic interference (emi) and recommended reprogramming the device to fixed sensitivity. The field representative (rep) followed up with the patient and confirmed the patient was undergoing a cervical ablation when the noise was observed. The rep discussed with the patient to remind the physician of their crt-p for future procedures. This crt-p remains in service. No adverse patient effects were reported.